Manufacturer narrative:
A report was received that the stent of an 8 x 150mm smart vascular stent delivery system (sds) was shorter than expected when deployed. The patient was successfully treated with the placement of another smart stent to fully cover the lesion with no reported patient injury. The event involved a patient undergoing percutaneous endovascular treatment of a target lesion in the superficial femoral artery. This lesion was described as 90% stenosed, heavily calcified and mildly tortuous. The patient¿s vasculature was accessed and an initial smart stent deployed. A portion of the lesion remained un-treated and the physician then planned to treat it with the placement of an 8 x 150mm smart stent. The site reported that the smart sds did not have any damages or anomalies on the device or its¿ packaging prior to use. The device was prepped according to the instructions for use (IFU) and no difficulties were experienced. When this stent was deployed, the physician reported that it was shorter than expected. Attempts to obtain further details regarding the placement of this stent or procedural images have been unsuccessful. The device remains implanted in the patient and is thus not available for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU indicates that the use of the smart stent is contraindicated in patients with highly calcified lesions. It instructs the user to select the size of the stent based on an unconstrained stent length according to the stent size selection table. The IFU further instructs that failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a physician tried to deploy a smart 120/150, vascular 8mm x 150mm self-expanding stent (ses) as a second stent, shortening occurred and he could not cover the entire lesion. Therefore, another smart stent was deployed additionally and the procedure was completed successfully. There was no report of patient injury. The target lesion was the superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. It is unknown what kind of approach was made. There were no damages or anomalies noted on the device or packaging prior to use. The product was prepped properly according to the instructions for use (IFU). There were no anomalies noted during prepping. It is unknown if the most distal lesion stented first was followed by the stenting of proximal lesions. It is unknown if pre-dilation was performed. It is unknown if there was any difficulty experienced to deliver the smart stent delivery system to the lesion. It is unknown if the tuohy borst valve (connecting the inner shaft and outer sheath) was locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. It is unknown if the user held the stent delivery system flat and straight outside the patient. It is unknown if any unusual force was applied during deployment of the stent. It is unknown if the sds advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. It is unknown if the first smart stent delivery system was easily removed from patient after stent deployment. It is unknown if the actual length of the lesion was longer than measure/anticipated. It is unknown if any attempt was made to drag or reposition the stent. It is unknown if post-dilation was performed. There are neither procedural images nor a procedural cd available for review. The device is not available for analysis.